Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 302830, batch # 4157500. It was reported by customer that the volumetric markings on syringe barrel were printed lower than normal, causing inaccurate medication volume measurements. Verbatim: rcc received a complaint via email. Email(s) attached. Product: bd 20 ml syringe luer lok tip. Ref# (B)(4). Lot: 4157500. Exp: 2029-05-31. Complaint: volumetric markings on syringe barrel were printed lower than normal, causing inaccurate medication volume measurements. Product available for return.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the volumetric markings on syringe barrel were printed lower than normal. To aid in the investigation, one sample in an opened packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed, and the graduation scale is shifted up by 1/4". The photo provided shows the sample received. No other defects or imperfections were observed. This defect could occur if there was a jam at the syringe barrel feeder of the scale printing process. A device history record review was completed for provided material number 302830, lot 4157500. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received. No patient impact.